Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was used on the patient and flushed after use when it leaked saline. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp injected nexiva to the vein and flowed saline then it leaked."

Manufacturer narrative:
H.6. Investigation summary: received a 18ga nexiva dual port catheter-adapter extension set along with a piece of top web package from lot number 8170921. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: observed the extension tubing was not properly inserted into the y adapter leaving a small gap between the od of the tubing and the ID of the adapter¿s wall. Water-leak test (qcge-011 b10): the unit leaked during test. The source of the leakage was the gap between the extension tubing and the y adapters wall. Conclusion(s): manufacturing ¿ the extension tubing was not properly inserted into the y adapter during the manufacturing bonding operation. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections some of this inspection include (but not limited to): extension tube pull strength and adhesive presence. H3 other text : see section h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was used on the patient and flushed after use when it leaked saline. The following information was provided by the initial reporter, translated from japanese to english: "hcp injected nexiva to the vein and flowed saline then it leaked."